Manufacturer narrative:
No device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - litigation alleges patient had pain and excessive levels of chromium and cobalt after asr hip implant. Update: 6/12/2013 - patient fact sheet was received. The part/lot numbers and doi have been updated. There is no new information that would change the outcome of the investigation. Doi: (B)(6) 2009. Update rec'd 04/06/2017 supplemental information received; this case has been reopened alleging patient has been revised. . There is no new additional information that would affect the existing MDR decision or the investigation complaint was updated 04/08/2017. Update jul 10, 2017: medical records received. After review of the medical records for the MDR reportability, patient was revised due to failed total hip arthroplasty. Revision notes stated that there was significant green-gray fluid within the joint. The joint lining was also stained green and gray. It was also stated that there was significant amount of metal build-up and trunnionosis in the femoral head. It was reported in the medical records , elevated metal ions, however, there were no laboratory values provided. Added stem and sleeve to the complaint. This complaint was updated on jul 11, 2017. Update 7/10/2017 after review of the records for reportability, added corrosion harm to sleeve and stem products. Agree with MDR decisions, sleeve and stem reported. Complaint updated on: 8/4/2017